Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their implantable neurostimulator (ins) battery was dead and turned off. The patient was offered to connect with a manufacturer representative to discuss the issue further but they declined. Additional information provided by the patient on 2016-aug-29 reported that they have informed their healthcare provider (hcp) about the issue and scheduled an appointment. The patient reported that there was a change in the way the device was working. The patient stated that they thought they would put new batteries in the external device and saw a ¿screen about contacting doctor.¿ it was further reported that the patient¿s legs were beginning to hurt and the numbness they were experiencing was worse than usual. It was noted that the patient started experiencing the device issues and related symptoms in (B)(6) 2016. Indication for use is unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.